Event description:
Pt presented to doctor's office with c/o pain in breasts. Pt has history of silicone breast implants done at (B)(6). Mammogram and MRI are suggestive of implant rupture/disintegration. Pt elected to have implants removed and not replaced on this date (B)(6)-2008.